Event description:
It was reported by customer that they attempted to place a 4 french power PICC today and ran into some difficulty with the wire. I successfully accessed the vein with the medal needle however I was unable to thread the wire. I attempted to pull the wire out back through the needle and the wire was stuck. I than pulled the needle out and was able to also remove the wire. The wire came out frayed. After the wire was out of the patient, I pulled back the wire so that I could pull the safety over the needle and the wire broke. The patient did not have a successful placement of his PICC line. They scheduled him for an alternative line placement. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.